Manufacturer narrative:
The referenced pump exchanges were reported under medwatch MFR report# 2916596-2016-01069 and 2916596-2016-02218. (B)(4). Approximate age of device: 3 days. The device was returned for analysis. Evaluation is not complete. Additional information was requested but has not been received. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that there was a pump stoppage event. The system controller was exchanged, and there was a concern amongst the vad clinicians of a mechanical issue with the pump. The patient received a pump exchange on (B)(6) 2016. Of note, this is the 3rd pump exchange for this patient. No additional information was provided.

Manufacturer narrative:
The report of a pump stoppage was confirmed through the evaluation of the log file retrieved from the returned system controller. The log file captured pump power elevations on (B)(6) 2016 at 2:50 am and from 11:26 pm to 11:29 pm, reaching a maximum values of 13 watts. On (B)(6) 2016 at 11:29 pm, there was a drop in the pump speed and the pump stopped for approximately 3 seconds. The pump speed then immediately ramped back up to the set speed and the pump continued to operate until 11:40pm when the driveline was disconnected and the system controller was powered down. The pump was returned with the driveline cut approximately 7 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the returned pump, examination of pump blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities. Continuity and high potential testing was performed on the returned portion of driveline and did not identify breaches to any of the wires that would have contributed to the reported event. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption values comparable to what was recorded during the manufacturing process and the pump operated as intended. A specific cause for the pump power elevations and speed drop recorded in the log file could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.